Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. After unpacking the 2.25x28mm taxus liberte coronary drug-eluting stent system, damage was observed on the proximal portion of the stent. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.vascular access was obtained via the radial artery. The de novo target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. After unpacking the 2.25x28mm taxus liberte coronary drug-eluting stent system, damage was observed on the proximal portion of the stent. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed stent damage. The distal section of the stent was stretched distally until the distal edge of the tip was resting 2mm distal to the tip of the device. The stent measured approximately 40mm. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)